Event description:
It was reported via repair work order that the power cord was missing the ground pin. It was also reported that there was no power to the bed due to damaged power supply. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.